Manufacturer narrative:
(B)(6). (B)(4). Visual and optical examination did not identify thread crest or flank material deformation. All boss's were functionally bench tested for full engagement. All boss's were able to be fully seated without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a single transforaminal lumbar interbody fusion. It was reported that the setscrews stripped during seating in the bone screw. No patient complications were reported.